Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A patient underwent mastectomy procedure and the insorb 2030 skin stapler was used to close the skin incision. The patient experienced a hematoma at and unknown time post operation which was closed at the patients bed side with suture.